Manufacturer narrative:
Concomitant products: product ID: 4351-35, lot# serial# unknown, product type: lead. Product ID: 4351-35, lot# serial# unknown, product type: lead. Product ID: 4351-35, lot# serial# unknown, product type: lead. Product ID: 4351-35, lot# serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that a (B)(6) old woman with diabetic gastroparesis, who obtained good results with gastric electrical stimulation (ges), had an esophagogastroduodenoscopy (edg) which identified electrodes within the lumen of the stomach forty-one months after implant. The electrodes were removed laparoscopically, the gastrotomy was closed with sutures and 2 new electrodes were implanted.